Event description:
It was reported that the pump was removed because it was "leaking"; specific location of leak unknown to the reporter. It was further added that about 2-7days post ex-plant "a hole opened up by her belly button and bloody and serous fluid flowed out." Pump was infusing dilaudid.

Event description:
Additional information: it was reported that the device was removed "around 2002" by a retired pain doctor. No further information was reported.

Manufacturer narrative:
Catheter model: 8709, lot #: l82263, implanted: (B)(6) 2000, explanted: unknown. (B)(4).